Manufacturer narrative:
Continuation of d10: product ID: 977c265, serial#: (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type: lead; product ID: 977c265, serial#: (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that on (B)(4) 2024. Pt's entire scs system was explanted due to mrsa infection and surgical wounds not healing. No rep was present for explant. Physician discarded explanted product.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2022 product type lead product ID 977c265 serial# (B)(6) implanted: (B)(6) 2022: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient is scheduled for lead revision today. When he tested impedance all contact pairs with electrodes 4 and 5 were showing >40k ohms in the red, the rest of the electrodes were in the orange range between 28k, 34k, and 40k ohms. Lead connectivity test show electrode 4, 5, 6, 7 were in the red range, the rest of the electrodes were in the green. Suggest testing the lead on the wens and ins during the lead revision.

Event description:
Lead was replaced today on (B)(6) 2024. Surgeon was able to test old lead after pulling and replacing to ins and to a wens and impedances were still out of range. New lead was placed and impedances are all in normal range. The lead will be returned. Lead was replaced today 3/14/24. Surgeon was able to test old lead after pulling and replacing to ins and to a wens and impedances were still out of range. New lead was placed and impedances are all in normal range. The lead will be returned.

Manufacturer narrative:
Continuation of d10: product ID: 977c265, lot#serial#: (B)(6), implanted: on (B)(6) 2022, product type: lead, product ID: 977c265, lot#serial#: (B)(6), implanted: on (B)(6) 2022, product type: lead, h3: the 977c265 lead, serial#: (B)(6), was returned for product analysis. Analysis revealed that the {x} conductor(s) was/were broken; {x} cm from the distal/proximal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances, greater than 40000. On most electrodes. Others all above20000. The pt fell sometime in january. Pt will be meeting with surgeon to discuss and plan lead revision. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID: 977c265, serial#: (B)(6), implanted: (B)(6) 2022, product type: lead. Product ID: 977c265, serial#: (B)(6), implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 21-apr-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.